Manufacturer narrative:
One used sample was returned for evaluation. The sample was received with the thumb valve in the down position, however, it could be manually pulled into the upright position. Once in the upright position, the valved was pressed and released, but did not return to the upright position. The sample was then attached to mobivac suctioning equipment. Upon connection, the sound of air leaking was heard, indicating a leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue. Suctioning of the liquid occurred, even when the valve was in the upright position. Suctioning did not occur when the valve was in the locked position. The distal end of the catheter was inspected for a blocked skive, but no blockages were noted. The skives were also inspected outside the seal cartridge assembly and found to be visible outside of the seal cartridge subassembly area. The catheter body was fully extended and examined, and no sign of damage was noted. The thumb valve was dissected and no defects were noted, only that the inside of the elastomeric seal appeared shiny. The manufacturing process was reviewed and a potential manufacturing root cause was identified. The device history record for m2341t702 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the thumb valve became stuck in the down position, resulting in continuous suction. The patient was a young child being treated for respiratory syncytial virus, and during the event had significant reduced peripheral capillary oxygen saturation, but recovered quickly after the device was changed to a new one. No further medical intervention required. No other information has been provided at this time.